Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a CABG 5 grafts were performed all with vascufil suture. 4 on anterior side and 1 for posterior. After grafting bypass it was recognized bleeding on posterior side of the heart. There was no sign of knot tying problem noticed but a rupture on the opposite side of the knot was observed.

Manufacturer narrative:
Tracking no: (B)(4). Ref: asr e1998007 qtr 4 2015 submission.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not injured and is in good condition. There was no extension on the incision but because of re-anastomosis which had to be done, the time of surgery lasted too long. The patient lost about 500ccs of blood. There was no tissue damage. Nothing fell into the patient cavity. To correct the problem another suture was used.